Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2308501, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing, leakage testing is performed, penetrating the membrane ten times to verify if any leaks occur. Testing was reviewed for lot 2308501, all results were found to be within specification. Retained samples of the same lot were used for additional evaluation. Functional testing was performed, penetrating the connector along with a sample injector ten times, all results were found to be acceptable with no leaks identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 515070, batch#: 2308501 . Verbatim: good morning (B)(4)! I had 2 nurses report 2 separate instances of chemotherapy being left on the connector when it was pulled apart from the injector. In one instance, they were doing a doxorubicin push and was able to see the red drug left on the connector. The nurse stated she had to wipe the piece off with an alcohol wipe due to the amount of medication left. She also reported in this instance, that she could see medication left down in the injector as well. Unfortunately the pieces were not kept; however, we have the lot number from the supply. Connector lot# 2308501. Injector lot# 2309302. Additional information: the patient was not harmed and this did not cause any issues with the treatment. The connector and injector were completely disconnected when the chemo was visualized on the pieces. How can I get the samples to you?